Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after two spins, the scans did not transfer to the system and were not navigated spins despite navigated spin being selected on the imaging system. Technical services confirmed that the o arm tracker, spine tracker, and patient reference frame were all connected and visible. The navigation system connection to the mobile viewing station (mvs) under igs servers was successfully verified, and the navigation connection was set to the correct system. All setups on the navigation system and imaging system were verified to be correct for a successful spin, despite the scans not being pushed over. A known working ethernet cable was used with no resolution. Technical services instructed a hard reboot of the imaging and navigation systems by powering them down, unplugging both power cords and umbilical cable, and leaving them off for several minutes. After rebooting and correctly setting up the equipment, it was confirmed verification was correct. The patient was then brought back into the room for a post-op scan, which successfully pushed to the navigation with the nav tag included. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733686, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were not able to be returned. Logs would only capture a transfer error related to the spins; however, they would not record any detailed information related to the non-navigated spins. Software analysis was completed based on the information available and determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.